Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail rubber pivot out of position. The technician adjusted the side rail rubber pivot to resolve the issue.